Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of failure to capture is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the presenting electrogram (egm) of the cardiac resynchronization therapy defibrillator (crt-d) suggested that there was some left ventricular (lv) loss of capture; there was a second signal present on the lv egm that wasn't present on previous stored presenting egms. The lv auto threshold test was programmed off and the last measured threshold in (B)(6) 2020 was 0.6 v @ 1.0 ms. The current crt-d output was programmed at 1.5 v @ 1.0 ms. The physician was informed. The lv lead remains in service and no adverse patient effects were reported. Additional information received indicated that the crt-d recently alerted again for unsuccessful lv threshold testing due to fusion. The presenting egm showed intermittent loss of lv capture. Further review of the crt-d system was recommended.